Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at 10:00 am, the patient's spouse assisted with new wearable insertion, punctured a blood vessel, and the patient experienced bleeding. The spouse noted that the patient was taking blood thinner medication (plavix) and they opted to take out the sensor, with no treatment administered. Around noon, the bleeding continued, and the spouse decided to drive the patient to the emergency department. In the ed, the healthcare provider (hcp) applied a nitrate stick to the sensor insertion site which aided in stopping the bleeding, and the patient was sent home after roughly 45 minutes and recovered well. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.